Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient enrolled in a clinical study and underwent a total hip arthroplasty on an (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels.